Manufacturer narrative:
(B)(4). Service history review determined that this device has been previously sent into service for the reported condition of failure code 810:11. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Baxter?s review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 810:11. The root cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair this issue. A follow up report will be submitted if additional information becomes available.